Event description:
It was reported that pump displayed malfunction alarm code 12 without any notable events beforehand. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide information. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if problem happened again.